Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device did not deploy. They changed the reload to complete the case and resolve the issue. The patient is alive with no injury.